Manufacturer narrative:
Results: the jet7 was kinked and ovalized from approximately 15.0 ¿ 22.0 cm from the hub and on the distal tip. During functional testing, resistance was experienced while attempting to advance the kinked location of the jet7 through the hub of a demonstration neuron max. Conclusions: evaluation of the returned jet7 confirmed a kink and revealed an ovalization. If the jet7 is retracted from a parent device at extreme angles, damage such as these may occur. Further evaluation revealed a distal ovalization. This damage may be incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the physician made a pass using the penumbra system jet 7 reperfusion catheter (jet7) with a neuron max 6f 088 long sheath (neuron max). While retracing, the proximal to mid shaft of the jet7 kinked and, therefore, it was removed. The procedure was completed was using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.